Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl and diabetic ketoacidosis. The customer alleged "some of the functionalities of [their] insulin pump stopped working"; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.